Event description:
It was reported by the physician's nurse, that following a heart catheterization procedure, a 6f angio-seal was used. Four days later, the patient experienced a full body rash. The physician prescribed benadryl and zantac, dose unknown. The patient went to an allergy physician tree days later and was prescribed another medication.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e collagen, synthetic absorbable reaction, foreign body reaction, potentiation of infection, inflammation and edema.